Event description:
The customer contact reported a leak of a chemotherapeutic agent; subsequently, bleed back was noted. The tubing set was connected to an unspecified primary tubing set and was being used to deliver an unspecified concentration of (B)(4) (a research chemotherapy medication) with a volume to be infused of 500ml, at a rate of 500ml/hr via a sigma spectrum pump. After an unspecified length of time in use, the nurse noted an unspecified volume of solution was leaking from one of the two air vents on the filter and bleed back was noted in the tubing. The solution that leaked was cleaned up according to the user facility¿s protocol. The tubing sets and solution container were replaced and the therapy resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).